Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer's blood glucose was 137 mg/dl. The customer stated that the insulin pump had not been dropped or bumped to his knowledge. He stated that he had pressed the drive support cap but was not connected to the insulin pump at the time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.